Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
New etq created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint- litigation papers allege: on or about (B)(6) 2009, patient was implanted with a depuy asr hip on his right side. Subsequent to his surgery, patient began having pain in his right hip, which over time has become progressively worse and now exceeds the pain he had before his hip replacement surgery. It is reasonably certain that patient will have to undergo revision surgery. ***update: (B)(4) 2012 - the sales rep has reported the revision surgery. Patient was revised due to pain and fluid build-up. Dor: (B)(6) 2012. **update** - revision operative report received (B)(4) 2013 . The revision operative report indicates the following: very cloudy milk-colored synovial fluid consistent with an adverse soft tissue reaction to metal-on-metal wear; scoring of the acetabular shell; corrosion on the femoral neck taper. The adapter sleeve and femoral stem are being added to the complaint.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.